Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. Reportedly, the user experienced an ongoing blood glucose (bg) level in the 400's (mg/dl) with moderate ketones. The user addressed bg level with a bolus and manual injection. The contact believes the user may be overfilling the cartridge; however, it could not be confirmed. The user loaded a new cartridge successfully.